Event description:
It was reported on 11/3/00 that a peritoneal dialysis catheter reportedly had fissures, approximately the distance of 2cm to the connector during the routine peritoneal dialysis treatment. Consequently, there was an alleged leakage of peritoneal dialysis fluids which may have led to an unexpected peritonitis. Catheter was removed and replaced.